Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2015 with a bifurcated, a limb stent graft, and 3 suprarenal aortic extensions. Subsequently, on (B)(6) 2016, the patient was noted to have a type 1a endoleak. The physician corrected the issue the same day by doing a reline with an infrarenal aortic extension. Patient is in stable condition.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment on 03/16/2018 after receiving additional medical information, clinical was able to find substantial evidence to confirm the reported events of a type 1a endoleak with placement of an infrarenal aortic extension. Clinical also discovered an intraoperative migration, placement of two (2) non - endologix stents and type 3 endoleak (indeterminate). The most likely cause of the loss of seal was the off-label neck anatomy which resulted in multiple endologix and non endologix stents. The proximal loss of seal was likely cause by the presence of the patent right accessory renal artery, in combination with the presence of off-label neck anatomy. The patient was discharged to inpatient rehabilitation center in stable condition on 15th post-operative day endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: contact office- name.